Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The pump was reset with assistance from technical support, and no further issues occurred. The customer was advised to continue using the pump and to contact support if the malfunction happens again.